Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the balloon did not inflate. Even after it was removed from the circulatory system, the balloon still didn't inflate the outside body. As a result, the catheter was replaced and a new catheter was used successfully. There was a reported delay or interruption in therapy but no harm caused to the patient. There was no report of death, serious injury or patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon leaked is confirmed. Although the root cause could not be determined stress marks were found across the balloon, and a leak was identified in the area of the stress marks. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the cause. This issue will continue to be monitored for developing trends.

Event description:
It was reported that during use, the balloon did not inflate. Even after it was removed from the circulatory system, the balloon still didn't inflate the outside body. As a result, the catheter was replaced and a new catheter was used successfully. There was a reported delay or interruption in therapy but no harm caused to the patient. There was no report of death, serious injury or patient complications.